Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro sparked at the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During endovein procedure the hemopro vh 3000 sparked at the jaws. Device removed and the power supply (B)(4) removed. A new hemopro opened and another power supply used. No harm to patient and procedure was continued.